Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence and urge frequency it was reported that the patient stated she had a yeast infection. Patient stated that she cannot increase stimulation above 0.2, the programmer said that maximum settings have been reached. Patient tried turning power off then back on but still got same message. Patient was given the number for the manufacturer helpline to call in the morning if the issue still remained unresolved. No further symptoms reported. No complications reported.